Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced tiredness. The cgm was reading 3.8 mmol/l and the blood glucose reading was lower but there was no specific value reported. The patient called 999 and they advised her to go to the hospital. The patient went to the hospital and was treated there with gluco gel and IV medication (drips). There was no information when the patient was discharged from the hospital. At the time of the report the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.